Manufacturer narrative:
G1: corrected. H6: evaluation codes updated. Device evaluation: one sample was received without its original packaging. The sample was visually inspected and it was found to have a crack in it. The sample was sent to the manufacturing site and was found to have a missing o-ring. The sample failed the leak test and the customer reported complaint was verified. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the buttons of the device] were stuck and unable to pull and push observed was that the blue seal allowing sealing was absent. There was no patient involvement and harm reported.